Manufacturer narrative:
Continuation of d10: product ID: unk-nv-rebar (lot: unknown); implant date n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke located in the left middle cerebral artery m1 distal occlusion. It was noted that the patient's vessel tortuosity was moderate. The patient presented with a baseline modified rankin scale (mrs) score of 4 and a national institutes of health stroke scale (nihss) score of 11. Following the procedure, the mrs remained at 4, while the nihss score improved to 8. The baseline thrombolysis in cerebral infarction (tici) score was 0, indicating no perfusion, which improved to a tici score of 3 post-procedures, reflecting full reperfusion. IV tpa was not contraindicated in this case. Mechanical thrombectomy was performed with a total of three passes. The patient had a stroke after waking up, and the last normal time was more than 10 hours. It was reported that the tip end of the thrombectomy stent was delivered smoothly into the rebar18 microcatheter hub. However, resi stance and kinking occurred at the stent¿s welding point, making it impossible to advance. After replacing the stent with the same model, the device successfully entered the microcatheter, and the procedure was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a biohazard bag, and a shipping box. The reported rebar 18 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was observed. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were observed to be kinked at the teardrop strut. No irregularities were observed outside the proximal marker. The marker coil was in good condition. No bends or kinks were observed on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported additional information received reported after entering the hub, resistance appeared at the welding point between the stent and the push rod. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). There was no damage observed to the catheter after removal.